Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm every time the latch was closed and had a bad downstream occlusion stuck at 2500 mv. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, customer's reported concern was unable to be confirmed. Testing was performed and found that the device did not alarm when the latch was closed, and the downstream occlusion was at 65 mv instead of 2500 mv. However, in an event log history, it showed an alarm message displayed cassette not attached properly. Therefore, service recommend replacing downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was unknown.